Manufacturer narrative:
(B)(4). (B)(4). Eval summary - the hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the head scrub nurse tested the hand piece and an error code 3 appeared on generator. Electrocautery was used to perform the procedure. The procedure was prolonged by 15 minutes.